Event description:
The customer reported that the screen intermittently would go black. This issue can cause the system to be unusable due to the intermittent loss of the live image. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.